Event description:
Caller states she tested 1.2 inr on the coaguchek xs system and 6.3 inr on a professional system. Caller states that the doctor treated her. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).